Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint; however, the reported complaint could not be reproduced. The battery required replacement to address the issue. The device was returned to the customer unrepaired due to customer declined repair. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power failure/no charging error message. There was no harm or serious injury reported as a result of this incident.